Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 30-mar-2026. Medsun report # (B)(4). Investigation summary: bd received one contaminated sample for investigation. As the sample was contaminated, no investigation could be completed on the returned sample. Therefore, (B)(4) retained samples were visually inspected, with the hemogard closure assembly correctly assembled and placed on the tubes. Additionally, functional tests were performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.